Event description:
During an arthroscopic procedure using a topaz microdebrider arthrowand, the physician reported the tip of the wand became detached and was lost in the pt. No pt complications were reported as a result of this event. Four devices were returned to MFR for investigation for this report. All four devices were reportedly used in the same procedure. The four devices were missing parts of the distal tip and the MFR cannot confirm which of the devices had detached in the surgical site. The results of the analysis for the add'l devices were reported in medwatch reports: 2951580-2011-00102, 00141 and 00142.

Manufacturer narrative:
The device returned for investigation was visually inspected. During the visual inspection, it was found the spacer were missing at the distal tip of the device. The saline sheath was partially melted at the distal end. A functional test of the device could not be performed since the device was in an non-operational condition due to the detached electrode tip. Saline delivery was successfully performed with the device although the saline sheaht was partially melted. The root cause of the device failure is believed to be due to mechanical failure. The root cause of the saline sheath damage could not be determined.